Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 49mg/dl and then checked again it was 92mg/dl. The customer's current blood glucose was 150mg/dl. Customer declined troubleshooting for low blood glucose.